Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The left atrial appendage (laa) measuring for amulet device sizing was done by 2d transesophageal echocardiogram (tee). There was 1mm of pericardial effusion was present prior to procedure. The laa depth was 23.1mm, laa orifice width at widest point was 21.1mm. During procedure, the left atrial pressure was 14mmhg, the activated clotting level were 267s and heparin was administered. The amulet was successfully deployed in the laa. Immediately after the amulet procedure, the effusion was not increased. On (B)(6) 2025, the patient called and reported ongoing symptoms of sudden instability related to decrease in blood pressure since the date of procedure. They decided into check completed blood pressure check up with primary care physician (pcp). A transthoracic echocardiogram (tte) report showed effusion increased (8mm). There was no intervention performed, will continue to monitor with another tte in one month. The patient was reported discharged.

Event description:
Clinical information: (B)(4) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The left atrial appendage (laa) measuring for amulet device sizing was done by 2d transesophageal echocardiogram (tee). There was 1mm of pericardial effusion was present prior to procedure. The laa depth was 23.1mm, laa orifice width at widest point was 21.1mm. During procedure, the left atrial pressure was 14mmhg, the activated clotting level were 267s and heparin was administered. The amulet was successfully deployed in the laa. Immediately after the amulet procedure, the effusion was not increased. On (B)(6) 2025, the patient called and reported ongoing symptoms of sudden instability related to decrease in blood pressure since the date of procedure. They decided into check completed blood pressure check up with primary care physician (pcp). A transthoracic echocardiogram (tte) report showed effusion increased (8mm). There was no intervention performed, will continue to monitor with another tte in one month. The patient was reported discharged.

Manufacturer narrative:
There was no reported device malfunction associated with the amplatzer amulet. An event for patient effects of pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause for the reported pericardial effusion cannot be confirmed. The reported blood pressure and serious injury/illness/impairment were ongoing symptoms. There was no intervention performed.